Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
We received a medwatch report ((B)(4)) that was submitted to the FDA by (B)(6). The report indicates that this device transmitted alerts to the home monitoring website that were not communicated to the nurses via sms which is how the home monitoring site was set up for notifications. The patient expired on (B)(6) 2019 and the clinic indicated that all though there were messages sent to the home monitoring site, none of them were transmitted to the clinic's cell phone via sms so they did not see the messages until after the patient expired.